Event description:
A report was received that the patient was experiencing painful stimulation and the patients lead had migrated. X-ray was taken and confirmed lead migration. The patient underwent a lead revision procedure wherein the lead was relocated.